Event description:
It was reported the patient had developed a hematoma and then got an infection at the device pocket site. The patient was recently implanted. The patient's health care provider (hcp) was going to do a procedure the day of report to address the infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was previously reported the healthcare provider (hcp) was planning to open the implant site and put antibiotic material in the device pocket and ¿stuff it.¿

Event description:
Additional information received reported that the patient was put on antibiotics. The patient was doing fine and no other treatment was scheduled at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).